Manufacturer narrative:
Motor error alarm during basic occlusion test due to loose /flush drive support disk. Unable to verify compromised force sensor system alarms or perform prime/compromised force sensor system test due to motor error alarm. Insulin pump received with minor scratched lcd window, loose drive support disk cracked case at the display window corners, cracked case at the reservoir tube window corners, broken belt clip slot, broken battery tube threads, missing end cap sticker and broken reservoir tube lip.

Event description:
Customer reported via phone call that the device alarmed a compromised force sensor system alarm during a set change. Customer's blood glucose was 315 mg/dl. Drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.